Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was uncertain whether or not she had delivered a large dose of insulin to herself while changing set. Customer's blood glucose was 176 mg/dl. Customer reported that during a set change, she inserted the reservoir, filled the tubing, and the device prompted to rewind again. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.